Event description:
It was reported that the patient experienced a slow heart rate. The right ventricular (rv) lead exhibited an increase to high thresholds as well as a rise to high impedance. A lead fracture was noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.